Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer the reported via phone call that the insulin pump had to rewind multiple times per reservoir change. Customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump got random no delivery alarms every other week while priming the insulin pump and they had to rewind pump again to clear no delivery alarm. The device will not be returned for analysis.